Manufacturer narrative:
This report has been identified as (B)(4). The device has been requested to send it for investigation to (B)(4) laboratory in (B)(4). The history log files were read out and analyzed. The descripted error could not be found in the device history. Only the delivery accuracy based on the technical safety check were found. On the last infusion on (B)(6) 2020 could be found "too many drops", several times. No other abnormalities were found. The reason for the error "too many drops" could not be detected. During the visual investigation no damages could be detected. All cover caps were on the screw pillars and the seal on the lower housing were available and undamaged. A functional test was performed. The self test was successfully finished. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The drop sensor was sent back too. A specific investigation of the drop sensor according the technical safety check was performed. No malfunction could be recognized. For an investigation of the inside, the device was disassembled. It was possible to found residues of liquid on the lower parts and the emc protection shield. No other damages could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "over infusion." Customer information: infusion therapy with a total volume of 550 ml should be infused in 35 hours. Flowrate 16 ml/h. Infusion bottle was empty after 19 h. Disposable: cyto-set for infusomat space.